Event description:
The customer reported that the system display monitor image would intermittently blink on and off during use. This would result in a loss of the live image. Ther is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The monitor power supply was replaced. The system was then found to be operating as intended.